Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. There was evidence of lateral impaction and possible use as a lever. The surgical technique states, "do not lever on the inserter handle to reposition the cup as this may damage the threads."

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture." Evaluation of the returned device found evidence indentation marks/scratches toward the threaded end on the inserter. This could be from impaction to reposition the cup and could cause the threads to break off. The surgical technique warns that the threads may become damaged when the inserter is used to lever or reposition the cup.

Event description:
It was reported that patient underwent a hip arthroplasty procedure utilizing an acetabular cup inserter on (B)(6) 2013. During the procedure, the tip of the inserter fractured in the acetabular cup upon insertion. The tip of the inserter was retained by the patient and the acetabular cup was left in place as the surgeon achieved proper placement of the cup.